Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had product damage being missing plunger cap. The following information was provided by the initial reporter: a syringe user reported that 1 syringe does not have plunger cap and plunger lid broken.

Manufacturer narrative:
H6: investigation summary: customer returned an image of an opened polybag for 0.5ml, 31 gauge, 6mm syringes from lot 1004552. The polybag features only 6 syringes. One features a missing plunger cap. Additionally, the thumb press at the base of the plunger rod is missing as the plunger rod is broken immediately before the proximal end. A review of the device history record was completed for batch# 1004552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of the plunger cap missing. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter phone# : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had product damage being missing plunger cap. The following information was provided by the initial reporter : a syringe user reported that 1 syringe does not have plunger cap and plunger lid broken.